Event description:
The customer reported the "screen was flashing black and white." The fse indicated the issue was with the left monitor, which was unable to display a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.